Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, after suture deployment the glide guide wire could not be reinserted. A different guide wire was inserted to maintain arterial access. The sutures of the perclose proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, reported to have occurred within the last 10 days. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.